Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. Cardiac tamponade occurred during rpv (right pulmonary vein) ablation. Drainage was performed. Ablation was performed prior to noting the cardiac tamponade. Thoracic surgery was performed. The patient returned to the ICU and the patient's condition was fine, however the patient required extended hospitalization. The patient has improved. The physician's opinion on the cause of this adverse event is the procedure. No evidence of steam pop. One possible cause was a temporary increase in cf (contact force) due to breathing. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31314205l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).